Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was noted on the right ventricular (rv) lead and impedance appears to be trending lower. The lead remains in use. No patient complications have been reported as a result of this event.